Manufacturer narrative:
(B)(4). Date sent: 10/8/2024. D4: batch # unk. A manufacturing record evaluation was performed for the finished device ats45 lot number a9dn2j and no non-conformances were identified. Additional information was requested and the following was obtained: 1. Is the current patient status known? Yes. 2. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? No. 3. Was there a patient consequence? No. 4. Was the firing sequence started but not completed? If yes: yes. 5. Did the device deliver any staples? Yes. 6. If yes, were the staples formed properly? No. 7. If yes, was the staple line complete? No. 8. Did the device cut? No. 9. If yes, was the cut line complete? N/a. 10. If yes, was there any issue with the cut line? N/a. 11. Was there any difficulty opening the device jaws? Yes. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that two new staplers were opened during a laparoscopic nephrectomy locked out during the procedure. The first new stapler handle could not close to compress the tissue. The second new stapler was opened and was able to compress the tissue, but unable to release, causing the tissue to be stuck onto the device. The surgeon was forced to seal and cut with another device. It was able to seal and staple avoiding the laparoscopic case to covert to an open procedure. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). Date sent 10/18/2024. D4 batch #398c46. Investigation summary : the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the ats45 device was received with no apparent damaged and with a tr45w cartridge loaded in the device. The reload was received fully fired and upon further inspection, the reload was found to have damaged on the knife channel causing the damage in some pockets. The device was tested for functionality with a test reload and it fired, cut without any difficulties. The staple line and the cut line were complete and the staples meet the staple form release criteria. The device opened and closed as expected. The found damage on the deck is consistent when the device is fired over an already existing staple line; when this happens it is possible that the knife may push the staple line and tissue forward shaving the reload deck. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. Although no conclusion could be reached on the cause of the reported event of 'would not open and would not fire", the instructions for use do contain the following caution: attempting to force the trigger to complete the firing stroke with too much tissue between the jaws, or with dense/thick tissue between the jaws, may result in instrument failure. In addition, it notes that once the firing cycle has initiated, it must be completed. If re-initiation of firing is resumed after the instrument is unclamped, the instrument will lock out. If resistance is felt, stop and replace the reload. A manufacturing record evaluation was performed for the finished device batch number 398c46, and no non-conformances related to the reported complaint condition were identified.